Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported a frozen implantable neurostimulator recharger (insr) screen. Antenna locate was not being used. Resetting the insr did not resolve the issue. It was noted the patient's back was hurting since the day prior to the report. The patient thought he overdid it, so he went to charge up his implant. On the night prior to the report, the patient was able to charge up the implantable neurostimulator (ins) to half way. At the time of the report, the insr was not working correctly. The insr would not take a charge. A replacement insr was sent. Relevant medical history included failed back surgery syndrome and spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the symptom that led to back pain changing in their charge level to the device were pre-existing nerves in leg and back. The patient went through the trial and it worked. The patient reported that the implant works perfectly. If the patient works and legs get sore, the patient just adjusts stimulation and that covers the pain. The implantable neurostimulator recharger (insr) that wasn't working was replaced. The patient reviewed that the implantable neurostimulator (ins) therapy does help and keeps them from having to take medications.